Manufacturer narrative:
The date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following a fall the patient's l1 lead was fractured. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the l1 lead was explanted and replaced.. The lead fracture was confirmed upon explant.